Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06924. The pt was implanted with two scs extensions from the same lot number. It was reported the pt cannot turn her stimulation on. An sjm representative met with the pt and a system diagnostic revealed low impedance on multiple contacts. The physician ordered images to examine the leads and the ipg connections. Follow-up identified x-rays showed the leads may be loose in the ipg and there might be damage to the ipg header. Additional follow-up identified the pt underwent surgical intervention and her ipg and scs extensions were replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.